Manufacturer narrative:
Ardesch jj, et al., "cardiac responses of vagus nerve stimulation: intraoperative bradycardia and subsequent chronic stimulation", clin neurol neurosurg (2007), doi: 10.1016/j.clineuro.2007.07.024.

Event description:
It was reported in an article reviewed by MFR that the vns pt experienced left vocal cord paralysis following the device implantation procedure. The following is a summary of this pts' event according to the info referenced in the article. Strong voice alterations were reported within 3 days following implantation. Laryngoscopy confirmed a left vocal cord paralysis. At the pts request, the initiation of the vns was postponed until the voice improved. Three months after implantation, the voice regained its strength and the hoarseness diminished. Vns was then initiated.